Manufacturer narrative:
Product analysis found seized wheel, error code 15/ handpiece stalled due to motor failure, nicked and twisted cable, and case got a bump on the silicon. Pre-repair temperature was not tested due to stalling hand piece. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the thumbwheel was stuck and motor overheated when run prior to use. There was no patient impact.